Manufacturer narrative:
UDI: (B)(4). Investigation summary : the complaint device was received at the service center and evaluated. It was reported that the device doesn´t work. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the motor is stuck, there is a short circuit in the cable. The defective motor cable and defective motor were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts were identified as the root cause for the device failure during the service evaluation. This serialized device ((B)(4)) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during the micro tornado hp with handcontrol device did not work. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There was no procedure nor patient involvement reported. No additional information was provided.